Event description:
The customer reported a camera iris error message at bootup. The fse reported that the system was down. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.